Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee (bk) vessel. After a guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. During inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 2mm×4cm non-bsc balloon catheter. No patient complications were reported.